Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a secondary infusion of actemra of 440 mg to run at 100 ml/hr. And was initiated at 10:50 am was observed to back up into the 250 ml bag of normal saline. The saline bag was infused so that the total amount of actemra completed at 12:30 pm. There was no patient harm.